Event description:
It was reported that the device delivered inappropriate therapies due to noise. Insulation anomaly was suspected. The pace/sense portion of the lead was capped and replaced. The defib portion remains active.